Event description:
It was reported that in 2013 the patient experienced ¿ants crawling inside my body¿ sensation and shocks in the lower extremity. The patient had the battery off for a month ¿and since experiences the shocks.¿ a manufacturing representative (rep) tried to interrogate the battery but it was overdischarged. The doctor wanted to remove the battery and to leave in the leads to see if the shocking sensation would go away. It if did go away, he wanted to replace the battery. If it did not the doctor would remove the leads and see if the shocking sensation continued without any device implanted. The patient wanted the lead and battery explanted but would consider the doctor¿s plans. She went to another doctor in the area who wanted to explant both and replace it with a device from a different manufacturer. The rep was waiting to hear what the patient was going to decide and when and if the surgery would be scheduled.

Manufacturer narrative:
Concomitant products: product ID: 377760, lot# n0030631, implanted: (B)(6) 2005, product type: lead. Product ID: 377760, lot# n0030631, implanted: (B)(6) 2005, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).